Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of constipation and peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown but stated that the patient had been constipated. Treatment was not reported. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. The outcome for the event of constipation was not reported. Dianeal therapies were ongoing. The nurse stated that the event of peritonitis with culture positive for klebsiella pneumoniae was unrelated to dianeal therapies. A causality statement was not provided for the event of constipation.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886127 and gd885293 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.